Event description:
It was reported that high capture threshold and unstable high voltage lead impedance measurements were observed. Pacing in the right ventricle caused contraction of both right and left ventricles, preventing vv delays to be achieved. Fluoro showed the lead to be placed in the mid cardiac vein. The lead was explanted and replaced when repositioning was unsuccessful. The patients condition was fine during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.